Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer's representative reported that they met with the patient where it was noted they were no longer concerned about the discomfort/cramping around the ins battery site. The patient stated that the issue had improved. Impedances were within normal range and the programming was appropriate.

Event description:
Information received from the patient via the manufacturer¿s representative reported that they had muscle spasms and ¿electric¿ around the implantable neurostimulator (ins) battery at the pocket site. No troubleshooting or diagnostics were performed but the patient was seen on (B)(6) 2016 by their doctor to examine the pocket site. The manufacturer¿s representative was to see the patient on (B)(6) 2016 for further troubleshooting. No surgical interventions had occurred or were planned. The patient status at the time of report was noted as ¿alive ¿ no injury¿. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.